Manufacturer narrative:
(B)(4). Medical devices: 6f pinnacle sheath, impella device, heparin, plavix, warfarin, aspirin. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.the other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was completed using two proglide devices with a 6f pinnacle sheath after left anterior descending artery coronary stenting with impella support. Reportedly, a week later the patient coughed and felt a pop with sudden onset of swelling in the left groin. The patient presented in the emergency room with a hematoma at the access site, significant hypotension, and tachycardia. Computerized tomography confirmed a hematoma and pseudoaneurysm. Surgery was performed and found the proglide sutures had not completely closed the puncture site and a vessel tear was also seen. Surgery was performed to evacuate the clot and pseudoaneurysm and repair the left common femoral artery. Vitamin k was given for coumadin reversal. Concomitant medications, plavix and aspirin, were held. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effects of hematoma, hemorrhage, pseudoaneurysm, thrombosis, tissue damage are known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A conclusive cause for the reported patient effect of tachycardia, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.